Manufacturer narrative:
Continuation of d10: product ID: 97755 lot# serial# (B)(6), product type: recharger product ID: 97745, lot# serial# (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed broken stim button bosses. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed it was blank and unresponsive. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt was having issues for the controller battery was "dead" for sure. Pt had not been able to use their equipment since saturday. Pt was able to charge the battery friday night, but they had to reset the controller over 20 times (pt verified that when they attempted to charge their implant their controller would go blank and unresponsive requiring a controller reset). Pt could not get anything this morning for they may get medtronic symbol but sometimes it may not come back on. Pt could no longer get the controller battery to turn on. Pt had been having problems with the controller for it always had to be on for them to turn up or down. Pt said the issues are mainly when the recharger was plugged into the controller, pt noted that the issue was noticed a month and a half ago, but recently in the last week pt had b een having battery issues, pt noted that it had to be perfect to adjust and the response time when plugged in was delayed. During call pt verified there was no damage to the controller battery compartment, no damage to the controller battery, no damage to the rech arger, and no damage to the controller charging port (pt noted that maybe two of the middle pins in charging port may be shifted naturally but pt said there was no damage). The issue was not resolved. The controller stimulation on and off button got very loose and does not want to respond. The response time for the button was delayed. Additional information received from the patient. It was reported that the patient received their recharger and controller replacements and everything was working great at first, but then their controller screen was turning white when they were plugging the ac power supply and the recharger into the controller. They had to reset the controller when this happened to get the white screen cleared. The patient reset their controller. They saw no visible damage to the controller or battery pack. The controller port and recharger connector had no visible damage. They didn't have the ac power supply with them at the time of the call, so they were unable to check the ac power supply connector for damage.